Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The patient was hospitalized for the event and remained hospitalized at the time of this report. The cause, treatment, patient outcome and action taken with pd therapy were not reported.  No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.